Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump was found to have a failed bearing, which caused the motor not turn. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that pump was "not pumping". Mmdg did follow up with the initial reporter, who stated that this occurred during testing. (B)(4).